Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed and displayed error code 41622. It was reported that the pump was unplugged and restarted but after approximately forty-five (45) minutes the pump displayed the error again. Per reporter the infusion was not life-sustaining, the remaining infusion volume was wasted and the pump was subsequently exchanged. No adverse patient effects were reported.